Event description:
Description: over time compliance with the smart pump library decreases and the natural tendency is to go to the easiest route of use (basic infusion). I have asked carefusion a few times to allow for programming of an alert on the basic infusion that would allow provide some type of warning when basic infusion is pushed. This alert would read something like this - "using basic infusion bypasses the safety features of this pump. Are you sure you want to continue?" By having this alert and bypass, we could possible track and trend the alert use (we can not track and trend basic infusions at this point in time) but also it would give the user a reminder that by using basic infusion they are not following standard of care. I would like to see (B)(6) to ask smart pump for this type of programming. Thank you for your time. (B)(6).